Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The brim cap and valve detached. It was reported that the hemostatic valve was broken and completely separated from the vizigo sheath with the brim cap. The brim cap and valve detached. They prepped the sheath, and the dilator was inserted with no issues but during the procedure, they noticed some blood when the dilator was pulled out. When the sheath was replaced, the issue resolved. No patient consequences were reported. Sheath was being used on the patient. It is unknown but not believed air enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
On 20-jul-2022, a picture was analyzed accordingly to biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve and the brim cap were detached from the rest of the sheath. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001872 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jul-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The brim cap and valve detached. Device evaluation details: visual analysis revealed that brim cap, hemostatic valve, and silicone ring were no found in the hub component or inside the device, they were inserted in the dilator. Microscopic examination of the hub and brim cap surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. A device history record review was performed for the finished device 00001872 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).